Event description:
Pt became disconnected from her chemotherapy infusion. Discovered when a medical student went in the room. Bd lever lock cannula ref # 303370 was attached to a normal saline IV line, but the cannula had slipped out of the tubing. It was infusing onto floor. This same thing happened on another day recently when this rn found a different patient with chemo tubing infusing onto floor. The lever lock on cannulas may be faulty.